Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the dual lumen pic catheter. The customer alleges "the PICC developed a leak below the butterfly, no pt injury noted."